Event description:
Consumer reports they stuck their finger with a syringe. Two needles were on the syringe. Pt stated they received a nasty gash on their finger and went to the dr. Dr administered a tetanus shot.